Event description:
A 24mm amplatzer septal occluder (aso) was selected using stop-flow technique; however, the aso was too small and was upsized to a 26mm aso. Upon removal from the package, the 26mm aso seemed to be deformed in noncircular form but was still deployed. The procedure was successfully completed and the patient was transferred to the ward. At the post-operative x-ray test, the device was noted to have embolized into the right atrium, right ventricle and ended up in the pulmonary artery. An attempt to retrieve the device percutaneously with a snare was unsuccessful. The patient was sent to surgery for removal of the device and surgical closure of the asd. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical and decontaminated. The device was measured and the size was confirmed; however the distal disc was observed to be out of round and failed to meet dimensional specifications. The device was examined microscopically and no other defects were observed. Our investigation revealed the device did not meet manufacturing specifications. We have forwarded this information onto our manufacturing team and have since updated our final device inspection process with pictures for comparison of out of round devices. The cause of the embolization could not be determined since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should the imaging or medical records become available at a later date, this file will be reopened. In addition, the amplatzer septal occluder instructions for use warns against releasing the device if it does not conform to its original configuration. It is recommended to recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new one.